Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of degenerative disc disease and non-malignant pain. It was reported that the patient has a defective stimulator. The patient stated that they tried to restart the battery however they had a defective stimulator. The patient stated that they discussed with their healthcare provider (hcp) and that they need something from a manufacturer's representative (rep) regarding the device not working. The patient stated that they met with a rep on january 10th and attempted to recover the device, but they couldn't. No further complications were reported or anticipated. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that a "malfunction of the scs" was encountered in (B)(6) 2018. It was also reported that the ins battery reached end of life (eol) on (B)(6)2018. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the caller stated the patient's therapy hasn't worked in years and the battery is dead. It was reviewed that the patient should follow up with their healthcare provider (hcp). No further complications were reported. No additional patient symptoms were reported.